Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. X-rays revealed the patient's lead had migrated. In addition, the patient had stimulation; however, it was isolated to the abdomen. Subsequently, the patient underwent surgical intervention on(B)(6) 2016, where the original lead was repositioned and an additional lead was placed. Effective stimulation was achieved post-operative.